Event description:
On (B)(6) 2020, the user contacted dario to report a high blood glucose reading. She reported that several weeks prior to contacting dario, when she was on her way to the hospital due to stomach and back pain, she decided to test her blood glucose (bg) level and received a bg level reading of 207 mg/dl, she later tested her bg level with the hospital's meter and received a reading of 80 mg/dl. The user did not experience any symptoms related to her bg level. The user stated that her normal range level is between 120 mg/dl to 170 mg/dl after eating, but never above 200 mg/dl. A couple of days later, during the evening while she was changing her cgm, the user tested her bg level and had received a reading of 327 mg/dl. The user reported that due to the above, she took four units of insulin. The user then went to sleep. Her husband tried to wake her up, but she was not very responsive. He tested her bg level with another non-dario meter, and received a reading of 30 mg/dl. The husband treated her with cake frosting. The user awakened, and half an hour later, he tested her bg level and it was reading 127 mg/dl with the non-dario meter compared to 147 mg/dl with the dario meter. While on the call with dario's representative, the user stated that she keeps the cartridge of test strips in her purse in the car. The outside temperature had been in the 80-degree range. As per dario's user guide: - "do not store your test strips in temperatures below 36°f (2°c) or above 90°f (32°c)." - "do not expose your test strips to direct sunlight or moisture." - "do not leave the meter in very hot or cold places. Do not leave it near a heat source (radiator) or in a car in hot or cold weather." Moreover, the user medicated without taking a second measurement. According to dario's user guide: "do not change your treatment based on a single result that is inconsistent with how you feel or if you believe that your test result is incorrect. The blood glucose reading displayed on your smart mobile device by dario system should not be the only information you use to make decisions about your health. Always consult your health care provider to interpret and understand the measurement results." Dario's representative reminded the user regarding proper storage of the strips cartridge. The user realized that it was her error as she did not store her cartridge of strips correctly. The user was sent a replacement of dario's strips and control solution. Follow up with the user was attempted, however, no response has been received to date. Therefore, it can be determined that there was misuse of strips (off-label use). This complaint is not confirmed.